Manufacturer narrative:
Two 72213n-0006 samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22099029. Residual fluid was detected in the complaint sample; no fluid was detected in the second sample. The feedback provided by the customer suggests leakage was detected from a breakage on the set.as part of the feedback the customer provided a photograph of their experience. A visual inspection of the photograph as well as analysis of the returned sample confirmed the customer's experience, as the device was separated at the drip chamber spigot. A close inspection of the joint revealed minimal solvent residue on the device. The second sample was subjected to functional testing by applying excessive manual pressure at the drip chamber spigot, no separation was detected throughout testing.the details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the drip chamber spigot tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 22099029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd secondary infusion set was kinked.the following information was received by the initial reporter with the verbatim:had 4 incidents of chemo spill due to breakage of the secondary set.please be informed that so far we had 4 incidents of chemo spill due to breakage of the secondary set. We have been using the same set for many years and never faced such issue.this can result in wastage of very expensive chemo medication and accidental exposure for end users. Accidental hd (chemo) exposure to end user during preparation in the pharmacy and administration.the users have reported a noticeable kink in the set between drip chamber and the tube, this is not affecting all the sets from the same lot#, there for several samples will be sent for evaluation.*picture available and attached below.